Event description:
It was reported that customer experienced cgm error 42 with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, cgm error did not recur, and customer successfully started sensor session, with no additional information received regarding further outcomes.